Manufacturer narrative:
Lead model 377775 lot #j055269v programmer model 37742 serial #(B)(4) recharger model 37752 serial #(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported there were telemetry issues. The patient had difficulty using the patient programmer and recharger with the stimulator. The reporter also stated there was a shortened recharge interval because when the device was first implanted the patient charged once a month, however the patient now had to charge every 5 days. An estimated recharge interval was calculated based on patient's current settings, and the results indicated the patient's recharge interval was appropriate. The stimulator was replaced due to the telemetry issues and perceived shortened recharge interval. Following the replacement impedances were measured, and the results showed there were no out of range results. The patient felt stimulation appropriately and recovered without sequela.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies, however a stimulator plug sleeve was found inside the 8-15 connector port. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 2 hours and 37 minutes. The battery charged from 3.68v to 3.81v. The stimulator had never gone into the lock mode. The recharge function was tested and the results were normal. The stimulator was recharged at body temperature with approximately 1cm of space between the stimulator and charger antenna. The charge time was 5hrs 20 min. The ins charged to 4.060v with 100% coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.